Event description:
Unwanted/unexpected shock, sensing difficulty, cracked insulation. Unwanted/unexpected shock, long charge time, not eri (tachy), additional information on lead indicated sensing difficulty, cracked insulation.